Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign objects could not be identified. The cause of why the foreign objects remained in the device could not be determined. Reprocessing information: the customer performed the reprocessing process as described by olympus in the instrument's user manual with each use. As a result of confirming contents of instruction manual at the time of shipment of the product, there are following descriptions about reprocessing. Chapter 3 "compatible reprocessing methods" chapter 4 "reprocessing workflow for endoscopes and accessories" chapter 5 "reprocessing the endoscope (and related reprocessing accessories)" chapter 6 "reprocessing the accessories" chapter 7 "reprocessing endoscopes and accessories using an aer/wd" olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found no reportable malfunctions aside from the allegation reported in b5. Based on the visual inspection and functional test performed on the returned device, did not meet the standard specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the videoscope exhibited foreign objects on the distal end. There was no patient involvement.